Event description:
The patient stated she had been unable to charge her ipg and desires to have it explanted. The patient is to consult with her physician when she is ready to proceed with undergoing surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.